Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed and captured previously. Customer reported the grounding pad stopped working during the previous and current cases. Despite cleaning the area, changing pads, and repositioning, the issue persisted. The case was completed using the forcetriad. Fse visited the site, replaced the ground pad, and power cycled the erbe. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to defective ground pad. This issue can be resolved by replacing the ground pad.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grounding pad that stopped working. Site had cleaned pad area, changed pads, and moved pad to another part of the patient with no change. Site completed case with force triad. The procedure was completed with no reported injury.